Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an unknown date. A universal custom glenoid components for bilateral glenoid revision on intact rotator cuffs has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.